Event description:
Tss sent follow email to rep involved about whether was going to have her ins replaced.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 and coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) involved in case indicates that implantable neurostimulator (ins) being replaced on april 16. Technical services (tss) provided complaint ID for returning ins to manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient (pt) reported their controller couldn't find their implantable neurostimulator (ins). Pt couldn't recall the exact message that displayed but mentioned that it says, "searching for connection" then it says, "try again". Pt mentioned that they have 2 controllers as one was lost and later found but neither of them couldn't find the ins. Agent had pt reset the controller, clean the port and pins; pt confirmed no visible damage on the controller, battery pack and recharger. Agent had pt tried to charge their ins; pt confirmed a no device found message displayed and went through the passive recharge mode with numbers 91 92 96. Pt confirmed that the last time they successfully charged their ins, was on thursday. Agent reviewed passive recharge mode. Agent had pt tried to move the paddle away from the ins site, the numbers changed to 77 82 95. Pt confirmed getting a no device found message; agent had pt pressed recharge and positioned the paddle over their ins site. Pt confirmed charging in a normal state with rech arging excellent quality, controller 90% and ins 0%. Patient was instructed to continue charging the ins. Pt called back and reported that they are once again unable to charge their ins. Pt confirmed that the last successful charging session was during their previous call. Pt explained that, due to a recent injury unrelated to the device, they were unable to attempt charging the ins until now. The agent guided the pt to try charging the ins. Pt reported seeing the passive recharge mode screen with values of 79 79 83, which later increased to 75 92 95. After more than five minutes, the controller displayed a message stating "unable to recharge." When pt pressed "try again," they were returned to the passive recharging screen, this time with values of 93 94 93. Pt confirmed the use of a recharger belt. After a while, pt reported seeing "no device found" again and was unable to proceed to the normal battery screen. Pt denied any trauma to the ins site but mentioned sustaining a head wound and later sitting down on their back due to boots prescribed by their doctor. Pt confirmed there was no visible damage to the controller port, recharger antenna, or recharger cord. Due to the ongoing issue, the agent submitted a repair request to replace the recharger. Patient called back stating they received the recharger but had not used it yet. Pt has 2 controllers and tried both controllers and got the same message no device found. Now neither controller powered on. Before that it showed software problem and patient said they told the agent about it on friday and they said to take a picture of that. Pt reported it had been a week without the access to therapy and now the patient appreciates it because of the amount of pain without therapy. Pt said they do not let it run out because you know when it runs out. Instructed pt to use the most current controller on the call. The screen was blank. Had pt take the battery out and plug it in. The screen came on asking pt to repeat the set up. Pt updated the date and time, inserted the battery pack and confirmed it was charging from the wall. Reviewed to keep charging. Called patient back and instructed pt to plug in the new rech arger. Pt got no device found. Reviewed to go through passive recharge mode. The numbers were 97-98. Reviewed to try 3 cycles of prm and if not resolved follow up with hcp. Pt also mentioned they had a broken foot. Patient called back and noted she had spoke to rep after calling last time and the rep attempted, via phone, to have the patient remove the li battery to resolve the issues the pt has been having. The issue did not resolve. Agent reviewed that persistent passive recharge will require meeting with hcp/rep and agent sent an email to local reps to reach the patient. See attached email. The pt noted recently seeing 'software problem 1- intellis 2- 3.8 3- 58 4- qf_new'. Agent asked the caller to try to charge while on the call but the pt said they have tried many times and they cannot advance past passive charge. Additional information was received. It was reported that the patient called back and repeated previously documented information; can't get their ins past passive recharge mode. Patient is requesting a technician to meet at doctor's office for assistance. Patient left a message with their doctor but they never called the patient back. Patient has an appointment scheduled on (B)(6), 12:15 pm. Patient reports severe back pain due to loss of therapy. Agent redirect the patient to healthcare provider (hcp) to confirm the appointment will have a rep present. Agent sent a request to reps to let them know the situation. Agent closed case. The rep then reported that the patient reported the software problem screen and was directed by patient services (pss) to meet with rep for a reset. Tss reviewed previous notes and reviewed with caller that disable device would be the next troubleshooting step and that would need to be in office, via tech mode. Caller stated none of their team can currently make the patient's appointment on (B)(6). Tss reviewed steps for disabled device. Additional information was received from a manufacturer representative (rep). It was reported that they met with patient and performed disable device and was still forced to go into passive recharge cycle but after about 30 minutes, ins started charging normally but was in the red. Patient had to leave appointment and was going to continue charging but the controller ran out of battery. Patient was able to charge controller and charge ins to around 80-100% but was still having to perform passive recharge to begin charging normally. Caller stated patient was still receiving software problem message and controller was freezing. Caller stated that when ins was charged, patient turned ins back on but after only a few minutes, the charge went from 80% to 60% so patient turned ins off and "took an oxy". Caller confirmed that when patient has been in passive recharge, they've been getting numbers anywhere from mid 80s to high 90s. Caller stated that patient lost controller or received replacement at some point and this is when their issues started. Tss reviewed to have patient continue attempting to charge ins - even if they need to use passive recharge - and a replacement controller would be sent. Tss reviewed I would escalate case to principal tss as well. Tss reviewed that if patient can keep ins charged and use it, then ins could be interrogated and examine recharge/depletion cycles and gather log files, if needed. Tss will follow up with rep involved to review getting session mdt file in the future and consider replacing the battery pack given pt's communication issues. Additional information was received from a manufacturer representative (rep). It was reported that the patient has received new controllers, rechargers and all new equipment, however is still stuck in passive recharge. Rep states they spoke with an agent in the past and was told to obtain log files but is unsure where to send them. Case re-opened to send email to rep with these files.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) sent email that implantable neurostimulator (ins) had been explanted on (B)(6) 2026 and ins was sent back to manufacturer.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep), the cause of the patient not being able to get through passive recharge mode was not determined. A report on the ipg was sent to tech support and rep have yet to hear back after sending emails requesting an update. Rep mentioned that patient (pt) will be getting a replacement and has since stopped attempting to charge implantable neurostimulator (ins). Replacement is tbd. Apart from replacment of ins no other action that can be taken according to tech services and all the information been confirmed/provided by the physician.